Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9280140. Verbatim: declined replacement consumer reported needle hub separated. Said, it happened twice last night and once on april 24th. Lot: 9280140 catalog: 328468.

Manufacturer narrative:
The following information has been updated/corrected: devica available for eval.?: yes. Date samples received?: 2020-05-13. Device return to manuf.?: yes. Device eval by manufacturer?: yes. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 4th related complaint for needle hub separates on lot # 9280140. Investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9280140. Customer states that the needle hub separated. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. Sample will be forwarded to manufacturing (holdrege) on 21may2020. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200852449, 200852357, 200852361] noted that did not pertain to the complaint. There was one (1) notification [200851653] noted for out of spec shield pull. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: on 21may2020, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) #200851653 was created for oos shield pull. Debris was collected on the dial. Corrective action: cleaned the debris out of the dial. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 4th related complaint for needle hub separates on lot # 9280140. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200852449, 200852357, 200852361] noted that did not pertain to the complaint. There was one (1) notification [200851653] noted for out of spec shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9280140. Verbatim: declined replacement. Consumer reported needle hub separated. Said, it happened twice last night and once on april 24th. Lot: 9280140. Catalog: 328468.